Event description:
It was reported that the pump was explanted from the pt as the pt developed encephalitis. The pump still had positive pressure but the hospital requested analysis of the device for cracks, leakages, or unauthorized needle punctures. Also the hospital indicated that the pump may have caused or contributed to the pt developing encephalitis.